Manufacturer narrative:
(B)(4). Retainer ring = missing. The insulin pump was received with partially broken reservoir tube lip, cracked select button keypad overlay, stained keypad overlay, missing retainer, scratched case, serial number label fading, pillowing keypad overlay, and missing reservoir tube o-ring. A test p-cap was installed and did not lock in place due to broken reservoir tube lip and missing retainer. Unable to perform the displacement test due to broken reservoir tube lip and missing retainer.

Event description:
Information received by medtronic stated that the retainer ring was cracked. Customer stated that they were able to lock in place the reservoir when inserted in insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.